Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. The device was removed. There were no additional patient complications reported.